Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient developed hemorrhagic cystitis in the bladder in associated with calcification approximately 4 years post injection. Additional information has been requested but has not been received.

Manufacturer narrative:
The product was not returned for evaluation; therefore, product evaluation could not be conducted. The lot number of the product was not provided; therefore, a batch record review (brr) could not be performed. Based on the information available, the exact cause of the reported event could not be conclusively determined. Placeholder.